Manufacturer narrative:
Reason for reoperation: rupture. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via national breast implant registry (nbir) "suspected/actual rupture/deflation, change shape/size/style". This record is for the right side. The device was explanted and replaced. It is unknown if the device will be returned.